Event description:
Canister filter failed during surgery allowing blood to bypass up into the wall.

Manufacturer narrative:
Investigation findings: a conference call between the deroyal sales rep, qx complaint specialist, and risk management occurred on 12/15/2014. Rpp engineering was brought on the line to discuss what type of info that will be needed to assist in the complaint investigation. Pictures requested of the filter in place or any add'l details. Should see the white of the filter. If the filter is white nothing would have passed through the port into the hospital's system; we cannot be returned containing liquid through the return process. Due to the product potentially containing liquid waste, it will not be approved for return by risk mgmt; lot traceability is not available due to the product being supplied by a distributor to the end user; upon review of pictures submitted deroyal's engineer indicated the filter was intact - indicating would have performed as intended with proper hookup. (Noted in sales rep email attachment). Correction: replacements have been provided on order #(B)(4). Root cause analysis: based upon the following info provided by deroyal's sales rep, root cause was determined to be end user error. The filter was covered in blood. There are also remnants of blood in the vacuum, tandem and pt ports. After speaking with deroyal engineering, I think this is user error. The operating room tech possibly put the pt tubing on the vacuum port and plugged the suction source tubing into the tandem or pt port. As soon as fluid was vacuumed it hit the filter right away and shut off the canister from top down. From there I assume they unplugged the tubes, capped the vacuum port with the filter, and replugged the tubing into the tandem and pt ports. This allowed them suction without filter protection. Ultimately when the canister was at full capacity the filter was being bypassed and they vacuumed fluids into their walls. In speaking with the operating room manager, she believes this is probably the case.